Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that when the patient went through a metal detector the stimulator stopped working. He thought that the stim settings that had been set before had changed. He also said his remote would not communicate with his battery. The rep checked impedances and current settings had not changed. The rep adjusted the stim settings to make sure that the stim was not too strong for him when he was in certain positions. The rep showed the patient on the tablet that his programs were all still the same. We also went over adjusting adaptive stim settings. The patient will let the rep know if he has any other issues. The issue was resolved at the time of the report